Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that for the past couple weeks they will randomly start to feel pain symptoms and they check their controller and they find that the intensity is decreasing to 0 by itself. Caller confirmed the ins is fully charged. Caller stated they spoke with their rep and was instructed to contact patient services for assistance. Pss reviewed that this is most likely due to their adaptive stim programming and recommended that pt turn off adaptive stim until they meet with a rep for further troubleshooting. Pss emailed mdt rep for visibility and instructed pt to contact their hcp to make an appointment. The issue was not resolved. Additional information was received from the patient (pt). The pt reported they did not meet with their hcp but called a local rep. Pt reported they turned off adaptivestim and left all the settings (intensity) alone. Pt reported the issue has not been resolved as all they have done is turn off adaptivestim and leave everything else alone. Weight was received.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.